Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found under lcd screen, electronic assembly or motor noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No black display or display anomaly noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he jumped into the pool with his insulin pump on. The device had a blank display and unresponsive buttons. The patient's most recent blood glucose value was 294 mg/dl, which he treated via manual insulin injection. Troubleshooting was initiated for the moisture exposure. There was no moisture visible inside of the insulin pump. However, troubleshooting did not continue due to the unresponsive buttons. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.